Event description:
It was reported that the patient deceased due to congestive heart failure. There is no known allegation from a health care professional that suggests that the death was related to the implantable cardioverter defibrillator (ICD) system.

Manufacturer narrative:
The device was returned without identified device or use problem. The device was received with normal outputs and telemetry communication. Visual inspection of the device indicated normal device characteristics. Electrical and mechanical tests performed including output verification, and patient notifier did not identify any functional issues. Longevity assessment indicated the device was at normal voltage level, with appropriate remaining service life.